Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the power supply was shorting out. Had an additional diagnostic to check for water or saline stains. Nothing found other than power supply. In order to fix the issue fse replaced power supply. Passed all functional and safety tests to factory specifications. Cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is not charging. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during daily device check by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit is not charging. There was no patient involvement.